Event description:
Additional information indicated that at the 5 year follow-up echocardiogram the mean gradient measured 10.1 millimeters of mercury (mm hg) and a peak measurement of 12.8 mmhg. The left ventricular (lv) size and function were reported as normal with an ejection fraction of 55-60%. Moderately dilated left atrium noted. As reported, compared to a year previously the gradients across the aortic bioprosthetic valve had increased. Right ventricle had normal function size and thickness. Trace aortic valve regurgitation noted with a well seated valve. The aortic valve area (ava) measured 1.05 cm2. An indexed stroke volume of 23.2 ml/m2. Transaortic mean gradients up to 19 mmhg in some views. A 6-year follow-up was not required. Worsening aortic gradients were identified approximately 1 year and 11 months later with the 7-year follow-up transthoracic echocardiogram (tte). The 7-year echo noted a normal sized lv with the lv function moderately abnormal. Lv systolic thickening was globally abnormal with regional variation. Mild concentric lv hyper trophy. Estimated lv ejection fraction was 35-40%. The rv size, thickness and function were normal. The estimated right ventricular systolic pressure (rvsp) was moderately elevated at 55.3 mmhg. Trace to mild paravalvular regurgitation was now present. A moderately dilated left atrium noted. The peak and mean aortic gradients measured 50.4 mmhg and 31.9 mmhg respectively. An ava of 0.65 cm2 and an indexed stroke volume of 36.7 ml/m2 were noted. Normal sinus rhythm with frequent unspecified ectopy noted. No treatment reported for the ectopy. Calcified transcatheter valve leaflets, leaflet thickening and restriction were identified. The patient experienced worsening edema, shortness of breath, and fatigue. Pleural effusion was present. A brief trial of an oral diuretic twice daily was performed. As reported, this did not have a ¿great¿ response. The patient was to be further evaluated regarding the transcatheter valve approximately 18 days after the start of the diuretic. However, 17 days following the diuretic start date, the patient elected no treatment and hospice care instead. The patient died 2 days later.

Manufacturer narrative:
Updated data: b1, b5, b6, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) was not performed. Approximately 7 years following the valve implant, tte showed a worsened aortic gradient. The mean gradient increased to 31.9 millimeters of mercury (mm hg). The peak gradient measured 50.4 mmhg. The previous measurements and date of the previous measurements were not provided. No treatment was reported, and no intervention was planned as result of the worsened gradients. On an unspecified date, the patient died. The cause of death and the relationship of the death to the valve itself was not provided.

Manufacturer narrative:
Should additional reportable information be received, an additional regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the death occurred approximately 7 years following the valve implant.